Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. The patient had a medical history of cesarean section in 1995 and fever, diarrhea, appendicitis, appendectomy, allergic rhinitis and asthma. Previously administered products included: seretide and salbutamol. Concomitant products included vitamin d2 (ergocalciferol) and calcium. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009 she experienced intermenstrual bleeding ("metrorrhagia"). In 2010 she experienced thyroid nodule ("thyroid nodule"). In 2011 she experienced headache ("occipital cranial and trapezoidal pain"). In 2012 she experienced anal fissure ("anal fissure"). Essure (ess205) was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), a first episode of abdominal pain ("abdominal pain"), heavy menstrual bleeding ("hemorrhagic"), constipation ("transit disorders"), sinusitis ("bilateral maxillary sinusitis"), palpitations ("palpitation"), chest pain ("thoracic pain"), tendon pain ("recurrent right achille tendon pain"), pain in extremity ("leg pain"), back pain ("back pain"), a second episode of abdominal pain ("abdomen pain"), allergy to metals ("nickel allergy"), arthralgia ("multiple joint pain"), thyroid nodular ("thyroid nodules with euthyroidism"), paraesthesia ("paresthesia,"), cognitive disorder ("cognitive disorder") and blindness transient ("transient blindness") and was found to have weight increased ("weight gain"). The patient was treated with cholesterol, potassium, iron, prednisolone, levothyrox (levothyroxine sodium) and tranexamic acid as well as surgery (hysterectomy and adnexectomy by laparoscopy was performed). At the time of the report, the weight increased, heavy menstrual bleeding and constipation had not resolved. The outcomes for intermenstrual bleeding, thyroid mass, headache, anal fissure and blindness transient were unknown. The reporter considered the first episode of abdominal pain, the second episode of abdominal pain, allergy to metals, anal fissure, arthralgia, back pain, blindness transient, chest pain, cognitive disorder, constipation, headache, heavy menstrual bleeding, intermenstrual bleeding, pain in extremity, palpitations, paraesthesia, pelvic pain, sinusitis, tendon pain, thyroid nodule, thyroid nodular and weight increased to be related to essure (ess205) administration. The reporter commented: in addition, the physician reported a defect of essure because studies showed release of nickel, chrome and tin in women tubal after removal of essure by laparoscopy. The physician made a causality link between essure and adverse effects she described for this patient. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality-safety evaluation of product technical complaint. (B)(6) 2023: new ha number. (B)(6) 2023: follow-up processed with ptc result. Events: metrorrhagias, thyroid nodule, occipital cranial and trapezoidal pain, anal fissure, transient blindness added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. The patient had a medical history of cesarean section in 1995 and fever, diarrhea, appendicitis, appendectomy, allergic rhinitis and asthma. Previously administered products included: seretide and salbutamol. Concomitant products included vitamin d2 (ergocalciferol) and calcium. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), a first episode of abdominal pain ("abdominal pain"), heavy menstrual bleeding ("hemorrhagic"), constipation ("transit disorders"), sinusitis ("bilateral maxillary sinusitis"), palpitations ("palpitation"), chest pain ("thoracic pain"), tendon pain ("recurrent right achille tendon pain"), pain in extremity ("leg pain"), back pain ("back pain"), a second episode of abdominal pain ("abdomen pain"), allergy to metals ("nickel allergy"), arthralgia ("multiple joint pain"), thyroid mass ("thyroid nodules with euthyroidism"), paraesthesia ("paresthesia,") and cognitive disorder ("cognitive disorder") and was found to have weight increased ("weight gain"). The patient was treated with cholesterol, potassium, iron, prednisolone, levothyrox (levothyroxine sodium) and tranexamic acid as well as surgery (hysterectomy and adnexectomy by laparoscopy was performed). At the time of the report, the weight increased, heavy menstrual bleeding and constipation had not resolved. The reporter considered the first episode of abdominal pain, the second episode of abdominal pain, allergy to metals, arthralgia, back pain, chest pain, cognitive disorder, constipation, heavy menstrual bleeding, pain in extremity, palpitations, paraesthesia, pelvic pain, sinusitis, tendon pain, thyroid mass and weight increased to be related to essure (ess205) administration. The reporter commented: in addition, the physician reported a defect of essure because studies showed release of nickel, chrome and tin in women tubal after removal of essure by laparoscopy. The physician made a causality link between essure and adverse effects she described for this patient. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 40 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. The patient had a medical history of cesarean section in 1995 and fever, diarrhea, appendicitis, appendectomy, allergic rhinitis and asthma. Previously administered products included: seretide and salbutamol. Concomitant products included vitamin d2 (ergocalciferol) and calcium. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009 she experienced intermenstrual bleeding ("metrorrhagia"). In 2010 she experienced thyroid nodule ("thyroid nodule"). In 2011 she experienced headache ("occipital cranial and trapezoidal pain"). In 2012 she experienced anal fissure ("anal fissure"). Essure (ess205) was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), a first episode of abdominal pain ("abdominal pain"), heavy menstrual bleeding ("hemorrhagic"), constipation ("transit disorders"), sinusitis ("bilateral maxillary sinusitis"), palpitations ("palpitation"), chest pain ("thoracic pain"), tendon pain ("recurrent right achille tendon pain"), pain in extremity ("leg pain"), back pain ("back pain"), a second episode of abdominal pain ("abdomen pain"), allergy to metals ("nickel allergy"), arthralgia ("multiple joint pain"), thyroid nodular ("thyroid nodules with euthyroidism"), paraesthesia ("paresthesia,"), cognitive disorder ("cognitive disorder") and blindness transient ("transient blindness") and was found to have weight increased ("weight gain"). The patient was treated with potassium, iron, prednisolone, levothyrox (levothyroxine sodium), tranexamic acid and cholesterol as well as surgery (hysterectomy and adnexectomy by laparoscopy was performed). At the time of the report, the weight increased, heavy menstrual bleeding and constipation had not resolved. The outcomes for intermenstrual bleeding, thyroid mass, headache, anal fissure and blindness transient were unknown. The reporter considered the first episode of abdominal pain, the second episode of abdominal pain, allergy to metals, anal fissure, arthralgia, back pain, blindness transient, chest pain, cognitive disorder, constipation, headache, heavy menstrual bleeding, intermenstrual bleeding, pain in extremity, palpitations, paraesthesia, pelvic pain, sinusitis, tendon pain, thyroid nodule, thyroid nodular and weight increased to be related to essure (ess205) administration. The reporter commented: in addition, the physician reported a defect of essure because studies showed release of nickel, chrome and tin in women tubal after removal of essure by laparoscopy. The physician made a causality link between essure and adverse effects she described for this patient. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], weight gain [weight gain] , abdominal pain [abdominal pain] , hemorrhagic [heavy periods] , transit disorders [slow transit constipation], bilateral maxillary sinusitis [maxillary sinusitis] , palpitation [palpitation] , thoracic pain [thoracic pain] , recurrent right achille tendon pain [achilles tendon pain] , leg pain [leg pain] , back pain [back pain] , abdomen pain [abdominal pain], nickel allergy [nickel allergy] , multiple joint pain [painful joints] , thyroid nodules with euthyroidism [thyroid nodular] , paresthesia, [paresthesia] , cognitive disorder [cognitive disorder] , metrorrhagia [metrorrhagia] , thyroid nodule [thyroid nodule] , occipital cranial and trapezoidal pain [occipital headache] , anal fissure [anal fissure] , transient blindness [transient blindness] , persistent fatigue [chronic fatigue] , legs ankylosis [ankylosis of lower leg joint] , articular pain [joint pain] , neuropathic pain [neuropathic pain] , urinary infection [urinary infection] , depression [depression], sleep disorder [sleep disorder] , neurologic disorder [neurologic disorder nos] , constipation [constipation] , osteopenia [osteopenia] , memory disorder [memory disturbance] , concentration disorders [concentration impairment] , intestinal disorders with pain [other disorders of intestine], intestinal pain [bowel pain] , irritability [irritability] , depression [depression] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 40-year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. The patient had a medical history of cesarean section in 1995 and hypotension, pelvic pain female, metrorrhagia, multigravida, fever, diarrhea, appendicitis, appendectomy, allergic rhinitis and asthma. Previously administered products included: seretide, salbutamol and implanon. Concomitant products included vitamin d2 (ergocalciferol) and calcium. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009 she experienced intermenstrual bleeding ("metrorrhagia"). In 2010 she experienced thyroid nodule ("thyroid nodule"). In 2011 she experienced headache ("occipital cranial and trapezoidal pain"). In 2012 she experienced anal fissure ("anal fissure"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), a first episode of abdominal pain ("abdominal pain"), heavy menstrual bleeding ("hemorrhagic"), slow transit constipation ("transit disorders"), sinusitis ("bilateral maxillary sinusitis"), palpitations ("palpitation"), chest pain ("thoracic pain"), tendon pain ("recurrent right achille tendon pain"), pain in extremity ("leg pain"), back pain ("back pain"), a second episode of abdominal pain ("abdomen pain"), allergy to metals ("nickel allergy"), painful joints ("multiple joint pain"), thyroid nodular ("thyroid nodules with euthyroidism"), paraesthesia ("paresthesia,"), cognitive disorder ("cognitive disorder"), blindness transient ("transient blindness"), fatigue ("persistent fatigue"), joint ankylosis ("legs ankylosis"), joint pain ("articular pain"), neuralgia ("neuropathic pain"), urinary tract infection ("urinary infection "), a first episode of depression ("depression"), sleep disorder ("sleep disorder"), nervous system disorder ("neurologic disorder "), constipation ("constipation"), osteopenia ("osteopenia"), memory impairment ("memory disorder"), disturbance in attention ("concentration disorders"), gastrointestinal disorder ("intestinal disorders with pain"), gastrointestinal pain ("intestinal pain"), irritability ("irritability") and a second episode of depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with potassium, iron, prednisolone, levothyrox (levothyroxine sodium), tranexamic acid and cholesterol as well as surgery (hysterectomy and adnexectomy by laparoscopy was performed). Essure (ess205) was removed on (B)(6)2017. At the time of the report, none of the events or their latest episode had resolved. The reporter considered the first episode of abdominal pain, the second episode of abdominal pain, allergy to metals, anal fissure, painful joints, joint pain, back pain, blindness transient, chest pain, cognitive disorder, slow transit constipation, constipation, the first episode of depression, the second episode of depression, disturbance in attention, fatigue, gastrointestinal disorder, gastrointestinal pain, headache, heavy menstrual bleeding, intermenstrual bleeding, irritability, joint ankylosis, memory impairment, nervous system disorder, neuralgia, osteopenia, pain in extremity, palpitations, paraesthesia, pelvic pain, sinusitis, sleep disorder, tendon pain, thyroid nodule, thyroid nodular, urinary tract infection and weight increased to be related to essure (ess205) administration. The reporter commented: in addition, the physician reported a defect of essure because studies showed release of nickel, chrome and tin in women tubal after removal of essure by laparoscopy. The physician made a causality link between essure and adverse effects she described for this patient. The patient became aware that these events could be related to essure. They persisted even after the removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] in (B)(6) 2017: she realized allergy tests which identified an allergy to nickel cd8-69 and titanium cd8-69. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jan-2025: medical record & summons received. New events fatigue, pelvis and legs ankylosis, articular, neuropathic pain, urinary infection, sleep disorder and depression, constipation, osteopenia, irritability, memory and concentration disorders, urinary infection were added. Medical history added. Lab data updated. Event outcome updated to not recovered not resolved to all events. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], weight gain [weight gain], abdominal pain [abdominal pain], hemorrhagic [heavy periods], transit disorders [slow transit constipation], bilateral maxillary sinusitis [maxillary sinusitis], palpitation [palpitation], thoracic pain [thoracic pain], recurrent right achille tendon pain [achilles tendon pain], leg pain [leg pain], back pain [back pain], abdomen pain [abdominal pain], nickel allergy [nickel allergy], multiple joint pain [painful joints], thyroid nodules with euthyroidism [thyroid nodular], paresthesia, [paresthesia], cognitive disorder [cognitive disorder], metrorrhagia [metrorrhagia], thyroid nodule [thyroid nodule], occipital cranial and trapezoidal pain [occipital headache], anal fissure [anal fissure], transient blindness [transient blindness], persistent fatigue [chronic fatigue], legs ankylosis [ankylosis of lower leg joint], articular pain [joint pain], neuropathic pain [neuropathic pain], urinary infection [urinary infection], depression [depression], sleep disorder [sleep disorder], neurologic disorder [neurologic disorder nos], constipation [constipation], osteopenia [osteopenia], memory disorder [memory disturbance], concentration disorders [concentration impairment], intestinal disorders with pain [other disorders of intestine], intestinal pain [bowel pain], irritability [irritability], depression [depression]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 40-year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. The patient had a medical history of cesarean section in 1995 and hypotension, pelvic pain female, metrorrhagia, multigravida, fever, diarrhea, appendicitis, appendectomy, allergic rhinitis and asthma. Previously administered products included: seretide, salbutamol and implanon. Concomitant products included vitamin d2 (ergocalciferol) and calcium. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009 she experienced intermenstrual bleeding ("metrorrhagia"). In 2010 she experienced thyroid nodule ("thyroid nodule"). In 2011 she experienced headache ("occipital cranial and trapezoidal pain"). In 2012 she experienced anal fissure ("anal fissure"). Essure (ess205) was removed on (B)(6) 2017. On unknown date she experienced pelvic pain (seriousness criterion intervention required), a first episode of abdominal pain ("abdominal pain"), heavy menstrual bleeding ("hemorrhagic"), slow transit constipation ("transit disorders"), sinusitis ("bilateral maxillary sinusitis"), palpitations ("palpitation"), chest pain ("thoracic pain"), tendon pain ("recurrent right achille tendon pain"), pain in extremity ("leg pain"), back pain ("back pain"), a second episode of abdominal pain ("abdomen pain"), allergy to metals ("nickel allergy"), painful joints ("multiple joint pain"), thyroid nodular ("thyroid nodules with euthyroidism"), paraesthesia ("paresthesia,"), cognitive disorder ("cognitive disorder"), blindness transient ("transient blindness"), fatigue ("persistent fatigue"), joint ankylosis ("legs ankylosis"), joint pain ("articular pain"), neuralgia ("neuropathic pain"), urinary tract infection ("urinary infection"), a first episode of depression ("depression"), sleep disorder ("sleep disorder"), nervous system disorder ("neurologic disorder"), constipation ("constipation"), osteopenia ("osteopenia"), memory impairment ("memory disorder"), disturbance in attention ("concentration disorders"), gastrointestinal disorder ("intestinal disorders with pain"), gastrointestinal pain ("intestinal pain"), irritability ("irritability") and a second episode of depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with potassium, iron, prednisolone, levothyrox (levothyroxine sodium), tranexamic acid and cholesterol as well as surgery (hysterectomy and adnexectomy by laparoscopy was performed). At the time of the report, none of the events or their latest episode had resolved. The reporter considered the first episode of abdominal pain, the second episode of abdominal pain, allergy to metals, anal fissure, painful joints, joint pain, back pain, blindness transient, chest pain, cognitive disorder, slow transit constipation, constipation, the first episode of depression, the second episode of depression, disturbance in attention, fatigue, gastrointestinal disorder, gastrointestinal pain, headache, heavy menstrual bleeding, intermenstrual bleeding, irritability, joint ankylosis, memory impairment, nervous system disorder, neuralgia, osteopenia, pain in extremity, palpitations, paraesthesia, pelvic pain, sinusitis, sleep disorder, tendon pain, thyroid nodule, thyroid nodular, urinary tract infection and weight increased to be related to essure (ess205) administration. The reporter commented: in addition, the physician reported a defect of essure because studies showed release of nickel, chrome and tin in women tubal after removal of essure by laparoscopy. The physician made a causality link between essure and adverse effects she described for this patient. The patient became aware that these events could be related to essure. They persisted even after the removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] in (B)(6) 2017: she realized allergy tests which identified an allergy to nickel cd8-69 and titanium cd8-69. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2025: upon internal verification argus cases (B)(4) are found to be duplicate of each other, therefore argus case needs to nullify from argus database. All source documents, references, events, reporters & all relevant information has been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.